Event description:
The reviewed literature article contained a study of 228 pts with external ventricular drains, consisting of medtronic external csf drainage systems and unk catheters. The source literature reported 53 pts with evd-related infections.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for evd procedures. Hoefnagle d, dammers r, et al risk factors for infections related to external ventricular drainage. Acta neurochirurg 2008; 150: 209-214.